Event description:
The customer reported that the device does not leave the function test anymore. There was no reported pt involvement. The symptom was clarified as the device hanging during a self test, where the power had to be removed in order to turn the system off.

Manufacturer narrative:
(B)(4). The customer reported that the device does not leave the function test anymore. There was no reported pt involvement. The symptom was clarified as the device hanging during a self test, where the power had to be removed in order to turn the system off. The device was evaluated by a third party service provider. The symptom could not be reproduced. The service provider elected to replace the processor pca. Based on the customer's report we are considering this a malfunction but we cannot determine the cause because the symptom could not be reproduced.